Event description:
It was reported that approximately two weeks post implant, the patient's heart rate was fast and the patient's blood pressure was noted to be high. The physician reprogrammed the device and provided medicine to reduce the patient's heart rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).